Event description:
The customer reported that the system displayed a kilovolt error, alarms going off and fluoro button stuck. No pt was involved, this happened outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator batteries. The system was tested and found to be working as intended and put back in service.